Event description:
It was reported during the patient's procedure to implant a surgical style scs lead, the physician was unable to implant the lead. Reportedly, the physician performed a laminotomy at c4-c5 to insert the lead, but when attempting to place the lead to the intended location the lead was moving to the lateral section of the epidural space. The physician decided not to implant the lead.